Event description:
A falsely negative ctni result of 0.01 ng/ml was obtained on one patient and was reported. The result was 12.2 ng/ml with abn assay when repeated on the same dimension and 11.84 ng/ml on an alternate dimension. The sample was redrawn and processed on both instruments. The results were 11.52 ng/ml on the same dimension and 12.16 ng/ml on the alternate dimension. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely depressed ctni result. The customer used small sample cups for processing samples. Insufficient sample in the cup could cause incorrect results. The falsely negative result appears to be operator error.